Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, customer reported that no drops of insulin were observed at the end of the tubing during the load fill tubing sequence. During troubleshooting with tandem technical support, the malfunction alarm was cleared, tubing was changed, and insulin delivery was successfully resumed. Customer¿s blood glucose level was 185 mg/dl.